Event description:
It was reported that the patient had an artificial urinary sphincter pump removed and replaced due to air in the system and the rubber shod slipped off prior surgery prior to connection.